Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a blood glucose (bg) level of 210-330 mg/dl, due to the customer suspending insulin delivery. Customer attempted to self-treat with glucose tablets and was monitored at the ER. Customer was release with issue resolved. During systems check with tandem technical support, the pump was functioning as intended and calculating boluses correctly based on customer¿s settings.